Event description:
It was reported that both the monitors on the 9800 system were dark prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries and the light sensor were replaced during the service call. The system was tested and found to be working as intended and put back into service.